Event description:
It was reported that during patient use, a ventilator screen froze, displayed a ¿no communication¿ alert message, and made a soft high pitched alarm. The device continued to ventilate and the patient was able to breathe spontaneously. The patient was then transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. It was powered on and passed the power on self-test (post). The event log was checked and a communication error message was found. The unit was run overnight and no errors were found. The top cover was removed and found that the connector holding the cable assembly to the single board computer (sbc) was loose. The connector was reseated and the unit was allowed to run for several days. The sbc and the cable assembly were removed from the unit and a visual inspection was performed. No anomalies were observed. However both were replaced as a precaution. The customer reported complaint was verified.